Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file showed that there was a malfunction with x-ray pc and the suite-pc lost the connection to the x-ray-pc. Upon functional testing, fse found that the left monitor which displays the acquisition video did a blue screen message then showed restarting and the right monitor which displays the review video took a few minutes before coming up with startup screen. To resolve the issue, fse replaced the x-ray pc biplane w7 + w10. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was having issues during boot up. There was no reported patient or user harm. Philips has started an investigation of this complaint.